Event description:
Pt has currently been on insulin pump therapy for more than 10 years, 6 of those years she has used medtronic minimed insulin pumps. Pt is stable, compliant, delayed with diabetes care and extremely self aware. Pt is also a certified clinical researcher conducting diabetes research. Pt initially had hyperglycemic events during the minimed recall of "lot 8" infusion sets. Pt has reported no problems until now with her insulin pump. She started having uncontrolled blood glucose levels in the beginning of march. In april, she called and requested a replacement pump, since all other troubleshooting had been completed and severe high and low blood glucoses still occurred. Since receiving replacement pump troubles continue. Insulin delivery is questionable. Pt also showed the reservoir which holds the insulin has two notches that clip into the body of the pump, break upon removal of reservoir. This may or may not have anything to do with glucose levels. Dates of use: (B)(6) 2001 - (B)(6) 2011. Paradigm 722, 2008 - present.